Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of (300, 352, 314, 385 and 89 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. In addition, customer reported "taking too much medication" in response to her readings and experienced symptoms of light-headedness, dizziness and tremor. Customer reported drinking soda and eating candy to counteract her symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.